Event description:
"It was reported that there was an event where a sub therapeutic dose of heparin was given because of the value for the dose were being entered into the rate field due to the method of programming was "pre-population programming" and other issues with dose titration, programming and interoperability. The patient was supposed to get 15 units/kg/hr but instead got 15ml/hr. The customer has concerns that "subsequent titration must done manually which can lead to errors, even if initially programmed using interoperability" and that " it can be misleading and challenging to interpret when trying to understand the ¿source¿ of the event." There was patient involvement but no adverse impact to the patient."

Manufacturer narrative:
Correction: initial reporter occupation. Additional information: imdrf annex e grid & manufacturer narrative. The root cause for the reported issue where a sub therapeutic dose of heparin to patient was supposed to get 15 units/kg/hr but instead got 15ml/hr was not determined. The reported issue where a sub therapeutic dose of heparin to patient was supposed to get 15 units/kg/hr but instead got 15ml/hr could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The reported event that the device had issue in rate vs dose setup. Could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
"It was reported that there was an event where a sub therapeutic dose of heparin was given because of the value for the dose were being entered into the rate field due to the method of programming was "pre-population programming" and other issues with dose titration, programming and interoperability. The patient was supposed to get 15 units/kg/hr but instead got 15ml/hr. The customer has concerns that "subsequent titration must done manually which can lead to errors, even if initially programmed using interoperability" and that " it can be misleading and challenging to interpret when trying to understand the ¿source¿ of the event." There was patient involvement but no adverse impact to the patient."